Manufacturer narrative:
The customer returned the suspected contour plus link meter for evaluation. The returned meter was inspected and the customer service mode was reviewed. During in-house testing, the returned meter was tested with the in-house contour plus test strips and in-house breeze2 control solution to simulate blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's age and weight were not provided. The device identifier # in was left blank as it could not be determined based on the available model #.

Event description:
The customer from poland reported that his blood glucose readings were not being stored in the memory of the contour plus link meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.